Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a routine heart transplant and there was no reports of issues with device operation.

Manufacturer narrative:
Section e1: reporter phone number as originally reported: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. It was reported that the patient underwent a heart transplant. (B)(6) was returned assembled with the pump cable severed approximately 9" from the pump header. The distal portion was returned attached to the modular cable. The distal portion was severed approximately 16" from the pump inline connector. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. The IFU, "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The IFU (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The IFU and patient handbook contains information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states to call your hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, the IFU and patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.